Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least three applications were performed with the afapro28 balloon catheter with lot 54299 without any issue on the date of the event. In conclusion, the clinical issue (pericardial effusion) occurred during the procedure. The case was aborted under general anesthesia. The risk of the patient being under general anesthesia without full therapeutic effect is also being reported. There is no indication of relation of the adverse event to the performance of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed and the patient required surgery to rectify the issue. The patient was under general anesthesia and the case was aborted. The hospital stay was extended as a result and the patient is recovering. No further patient complications have been reported as a result of this event.